Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline flow diverter failed to deploy. The patient was undergoing surgery for a cerebral aneurysm flow diversion with a slightly severe vessel tortuosity. It was stated that during procedure the physician failed to deploy the pipeline flow diverter, as a result the device was removed from the patient and tested outside, but it would still not deploy. As a result a new pipeline was used to completed the surgery. The ancillary devices include the launcher guiding catheter and marksman microcatheter. There were no patient symptoms alleged and no medical intervention was required